Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. Another like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The actual sample shows a folder with complete wound suture and missing detached needle. The thread end shows a swaging mark which seems to have not been inserted not deep enough into the needle. Ten representatie samples were tested and and one failed requirements.